Event description:
The patient reported that the remote monitor did not respond as expected when pressing the button, "nothing happens". The remote monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.